Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the ipg is unable to communicate with the external devices. In addition, the patient's program settings were very high which necessitated recharging her ipg twice a day. The patient underwent surgical intervention to remove and replace her ipg on 9/08/2015 . Postoperatively lead diagnostics revealed high impedances, however; reprogramming was able to resolve the issue.